Manufacturer narrative:
Date of event: exact date unknown, event occurred after the last revision procedure. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2215-50, serial: (B)(4), batch: 17029158. Product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 17186491.

Event description:
It was reported that the patient was not getting the stimulation coverage needed. It was also noted that the stimulation was sharp at times. The patient underwent a revision procedure wherein the ipg and leads were replaced with an MRI compatible device. The patient was doing well post-operatively. The explanted devices were discarded by the facility and will not be returned.